Event description:
It was reported that via merlin at home transmission, non sustained lead noise due to post paced t-wave oversensing on the ventricular channel was observed on stored egm. Patient was asymptomatic. Programming changes were made. No further issues.